Event description:
It was reported the pt lost stimulation. System impedance measurements revealed high impedance (>4000 ohms). The lead was disconnected from the extension. Lead impedance measurements were between 600-800 ohms. The extension was cut to ease removal from the pt. The entire extension was explanted. A new extension was implanted. Normal system function was restored. No further pt complications were reported.

Manufacturer narrative:
The extension was returned in two segments (explanted damage). Device analysis revealed no significant anomalies. The distal and proximal ends were intact and undamaged. The continuity was acceptable on both segments. There were no shorts.